Manufacturer narrative:
Additional: it has since been reported that the reason for explant was electrode migration/incorrect placement. This report is submitted on june 13, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced dizziness and a performance decrement. The patient was administered oral steroids on (B)(6) 2019. It was determined that the electrode array was not in the cochlea. Subsequently, the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.